Manufacturer narrative:
H2, h3: the hardware (bi71000527r, lot #: 315s011904 rev. Aa) was reanalyzed and new information was found. After the component was installed into a test system, the system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. The detector panel stopped exposing with fiber error. Error code 43. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3: the hardware (bi71000527r, lot #: 315s011904 rev. Aa) was reanalyzed and new information was found. After the component was installed into a test system, the system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. The detector panel stopped exposing with fiber error. Error code 43. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The detector panel command processor and fiber optic cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: svc kit bi71000528r paxscn 4030 cp2 rwk kit svc bi71000640r paxscan 4030 cp2 rwk svc kit bi71000527r det pnl and cp2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while using the hand switch the system could not expose. The site connected the foot pedal, rebooted the system and was then able to expose. After moving the system to storage, the system again could not expose. The site was still using the foot pedal. There was a 30 minute delay and no reported impact to patient outcome.

Manufacturer narrative:
H3, h6) the product ID: bi71000640r, lot number: 4072287039 rev. Aa, was returned to the manufacturer for analysis on 2024-08-01. The "paxscan" was installed into a test imaging system and the system initialized, motion, generator, communicator, and charging all readied. 2d and 3d images also passed. No failures were found. Previously reported code, b01, is applicable, as well as newly reported codes, c19, and d14. H3, h6) the product ID: bi71000527r, lot number: 315s011904 rev. Aa, was returned to the manufacturer for analysis on 2024-07-31. The detector panel was installed in to a test imaging system and the system initialized, motion, generator, communication, and charging all readied. 2d and 3d images also passed. No failures were found. Previously reported code, b01, is applicable, as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.